Event description:
It was reported, the lead extraction procedure was performed with cook's evolution rl controlled-rotation dilator sheath set (lr-evn-11.0-rl), a spectranetics 12fr glidelight laser sheath, and spectranetics lead locking device (lld ez). The physician extracted the lead with the evolution device but right cardiac atrial tissue came off with the tissue that adhered to the right atrial lead and a hole was made in the right cardiac atrium. Immediately after the event, the patient's blood pressure dropped significantly. Therefore, pericardial drainage was performed, along with a blood transfusion and percutaneous cardiopulmonary support. However, the situation did not change, so the procedure was converted to open heart surgery. Currently the patient is under treatment at ICU and is responding to verbal contact. Afterwards the physician commented, "I think this is the one of the complications that may occur by the procedure. It is not due to device(evolution) failure."

Manufacturer narrative:
Additional information: h6- ec method code desc - 1: device not returned (4114). H6- ec results code desc - 1: changed to no findings available (3221). H6- ec conclusions code desc - 1: changed to known inherent risk of device (22). Investigation-evaluation: no device was returned to cvi, therefore a physical investigation of the device could not be performed. The complaint/event that was entered into trackwise: " blood pressure significantly dropped after lead extraction." The device history record (DHR) for this lot was reviewed and there were no signs to indicate that nonconforming product was manufactured and shipped to the field. This complaint will be monitored and trended through the cvi complaint handling and post marked surveillance processes. A risk assessment will be performed per qera 200306.1 and documented in the complaint summary tab of trackwise. Per IFU (d00078684 rev002): "if excessive scar tissue or calcification prevents safe advancement of sheathes, consider an alternate approach.", excessive force with sheaths, including the evolution or evolution rl controlled-rotation dilator sheath set used intravascularly may result in damage to the vascular system requiring surgical repair.", and "catheter/lead removal devices should be used only by physicians knowledgeable in the techniques and devices for catheter/lead removal." This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Product code: dre, concomitant devices: spectranetics dvx/glidelight 12fr laser sheath/500-301, spectranetics dvx/lead locking device (lld)/58-067 PMA/510(k): k14118 (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
It was reported, the lead extraction procedure was performed with cook's evolution rl controlled-rotation dilator sheath set (lr-evn-11.0-rl), a spectranetics 12fr glidelight laser sheath, and spectranetics lead locking device (lld ez). The physician extracted the lead with the evolution device but right cardiac atrial tissue came off with the tissue that adhered to the right atrial lead and a hole was made in the right cardiac atrium. Immediately after the event, the patient's blood pressure dropped significantly. Therefore, pericardial drainage was performed, along with a blood transfusion and percutaneous cardiopulmonary support. However, the situation did not change, so the procedure was converted to open heart surgery. Currently the patient is under treatment at ICU and is responding to verbal contact.afterwards the physician commented, "I think this is the one of the complications that may occur by the procedure. It is not due to device (evolution) failure."